Manufacturer narrative:
(B)(4).

Event description:
Procedure: proximal pancreaticoduodenectomy. According to the reporter: the device was used to excise the stomach. The tissue was thick and the stapler slightly made a squeak. Since the staples were not formed properly, the surgeon performed firing again with a new cartridge. There was oozing, tissue damage and unanticipated tissue loss. Nothing fell into cavity. Operating time was not extended by more than 30 minutes. Pt is (B)(6) old female. No info about the use of reinforcement material was provided.